Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be ruled out. Upon review of the alarm trace, an abnormal aspiration alarm occurred on the day of the event near the time of sample measurement. The investigation did not identify a product issue. The issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Upon review of the alarm trace, an abnormal aspiration alarm occurred on the day of the event. This is an indicator of possible poor sample quality. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+b on a cobas e 801 analytical unit. An aliquot of the sample initially resulted in an hcg+b value of 2.62 miu/ml. The sample aliquot was repeated, resulting in an hcg+b value of 293 miu/ml. The original tube of the sample was also repeated, resulting in an hcg+b value of 303 miu/ml. The repeat results fit the patient's clinical status.